Manufacturer narrative:
The device was returned for analysis. The reported suture connection failure was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The plunger was inadvertently partially withdrawn prior to deploying the needles, which likely resulted in the cuff miss. It should be noted that the perclose proglide instructions for use lists the details of the deployment sequence of the device. Deploy the foot by lifting the lever on top of the handle (marked #1) and then deploy the needles by pushing on the plunger assembly (marked #2). The investigation was determined the difficulties appear to be user error; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with a proglide device using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the second proglide device footplate lever was lifted and the plunger was pulled approximately 1 1/2". Immediately, the plunger was pushed in, yet, the suture connection failed. The suture of another proglide device was successfully pre-placed. The sheath was upsized to 18f and the evar procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.